Event description:
The surgeon attempted to implant a 3-peice silicone lens model aq2010v and the lens split while advancing out of the cartridge. The lens was not implanted and there was no patient contact or injury. It was stated the cause of the lens damage was unknown. The contact could not recall the model and lot numbers of the cartridge and injector used.